Event description:
It was reported that bd alaris smartsite¿ extension set was found defective. It is unknown whether it happened during or prior to use. This occurred once and there was no patient impact reported. The following information was provided by the initial reporter: "I received a call from ER today. They had an extension set that was defective. The lot# is (10)21069598.".

Manufacturer narrative:
H.6. Investigation: a complaint of a defective set was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The filter had separated from the rest of the set. When looking closer, the filter connection piece had broken off and was not returned. A device history record review for model 20027e lot number 21069598 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation was performed by the manufacturing plant. According to the plant's investigation no issues were traced to the manufacturing process. A possible root cause is poor handling after the manufacturing process. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective/ damaged with lot #21069598 regarding item 20027e. H3 other text : see h.10.

Event description:
It was reported that bd alaris smartsite¿ extension set was found defective. It is unknown whether it happened during or prior to use. This occurred once and there was no patient impact reported. The following information was provided by the initial reporter: "I received a call from ER today. They had an extension set that was defective. The lot# is (10)21069598."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.